Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. The asp further tested the device and confirmed that it was delivering lower fio2 (fraction of inspired oxygen) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for initial medwatch report: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/03/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).